Event description:
It was reported that during a cholecystectomy procedure, after firing three clips the device blocked and the surgeon was unable to fire the device anymore. The clips that came out did not have their usual form. It seemed as if the spring broke. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Broken jaw. Evaluation summary: the analysis results found that the device was returned with the jaw ramp broken off from the left side. The device was cycled and ejected the remaining clips due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.